Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was not reproduced. System error 105 was confirmed by observation at power up and caused by a failed (dislodged connection) input/output printed circuit board (I/o pcb). The failed I/0 pcb was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. Any pt involvement, injury or medical intervention is unk.